Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk), there was an unk fault with the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant alleged that during subsequent testing, the device was unable to pace.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.